Manufacturer narrative:
This report is submitted on october 14, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device use, reduction in clinical benefit and a migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 28, 2022.